Event description:
It was reported within approximately five minutes during a ventricular tachycardia (vt) procedure, it was noticed that the outer coating of the distal portion of the pentaray navigational catheter had detached from the main shaft of the catheter. The internal section of the catheter was then exposed. The catheter was removed from the patient and another pentaray navigational catheter was taken to successfully complete the procedure without any further issues. Upon request, additional information was provided on the event. There was no issue removing the catheter from the patient. Upon visual inspection of the returned complaint catheter, on (B)(6) 2013 the bwi failure analysis lab noted that the transition between the shaft and the proximal end of the lumen was separated leaving internal parts exposed with some type of brown material on the wires.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported within approximately five minutes during a ventricular tachycardia (vt) procedure, it was noticed that the outer coating of the distal portion of the pentaray navigational catheter had detached from the main shaft of the catheter. The internal section of the catheter was then exposed. The catheter was removed from the patient and another pentaray navigational catheter was taken to successfully complete the procedure without any further issues. Upon request, additional information was provided on the event. There was no issue removing the catheter from the patient. The returned device was visually inspected upon receipt and the reported condition was confirmed since the tip and shaft were found separated. Further investigation revealed that the cause of the failure was the separation of the polyimide stiffener from the quad lumen tip. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected 100% before packaging. On line inspections are in place to prevent this type of defect from leaving the facility. The customer complaint has been verified.